Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron clinical system generated an erroneously low sodium (na) result of 130 mmol/l for one patient. The erroneous result was not reported out of the laboratory. Repeat testing performed after recalibration of the instrument produced a higher result of 139 mmol/l, which was reported. The customer did not provide qc information from before the event. Qc results obtained after recalibration were within the laboratory's established ranges. The field service engineer (fse) noted gel in the flowcell on the carbon bridge in the potassium (k) port. The fse decontaminated the ise system. The fse replaced the flowcell, carbon bridge and all electrodes. The fse also replaced the electrolyte injection cup (eic) ring and seal, all reagents, caps, straws and tubing as well as the sample probe, and performed alignments. Failure mode appears to be gel contamination of the ise components. It is unknown if the gel is from pre-analytical sample handling or instrument alignment.